Event description:
It was reported that during a surgical procedure, when the physician was drilling the post holes, he moved to drill the superior hole on the femur and it showed on the plan/screen that it had already been drilled showing all red. He was able to see clearly that it was not deep enough and had to go further with no control. There were issues with homing at the beginning of the case; however, seemed to resolve it and move forward. Patient injuries were not reported beyond this event.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. DHR review found the device met the specifications at the date when it was released to the distribution. A complaint history review found similar reports. The surgical system user's manual released at the time of the complaint provides complete and detailed instructions for drill assembly. This is an identified failure mode within the risk assessment. The handpieces associated with this report were tested and characterized. All fall within acceptable limits of the hardware. Log files related to tracking/handpiece motor were reviewed and no notable errors were found. Reason believed to have caused this discrepancy between gui and actual cut surface is an incomplete connection between the drill and handpiece. If the drill was not fully seated and locked into the handpiece then the system would be virtually removing bone at a faster rate than the actual removal of bone. This would be most evident in the speed control mode where the handpiece drill carrier is stationary. The discrepancy was not noticed until speed control mode was utilized thus further backing up this analysis. We could not confirm if there was a relationship established between the reported event and the device. The root cause was undetermined.